Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device exhibited normal battery longevity.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced for an unknown reason. No further information is available at this time.